Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation a definitive root cause could not be established. It is likely the following led to the malfunction: some form of stress¿such as damage or deterioration of components during handling¿compromised the watertight integrity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the high flow insufflator had air leakage from the proportional valve. There were no reports of patient involvement.